Event description:
Infected, ruptured left implant; silicone gel, double lumen surgical removal of infected, broken left breast reconstruction implant. Report delayed while trying to determine MFR of device.